Manufacturer narrative:
A ge rep evaluated the system and replaced the back plane, and the high voltage cable. The system operates as intended. (B) (4)

Event description:
The customer reported that the c-arm continues to fluoro and there is an error message. The only way to get it to stop is to power off. The system was rebooted twice with the same problem. The problem happened once last week, but the system worked after reboot and was not reported. No pt injury was reported.